Manufacturer narrative:
The customer returned one vial of test strips (lot 205403) that contained 5 test strips. The test strips and vial did not show any defects. There were no error messages that occurred during testing. The returned material met specification. The complaint was not substantiated.

Manufacturer narrative:
.

Event description:
On (B)(6) 2016 a result of 6.9 inr was obtained on the coaguchek xs meter ((B)(4)) and a lab was drawn 2 minutes later and the result was reported to be 10.0 inr. On (B)(6) 2016 the same meter showed a result was 6.9 inr and the lab that was drawn 2 minutes later was reported to be 10.0 inr. Both sets of results were from the same patient. It remains unclear if the laboratory used the dade innovin reagent on their siemens instrument in spite of several attempts to clarify this. The laboratory samples were drawn because the customer has a policy to draw laboratory samples if any meter results are >4.0 inr. The patient's therapeutic range is 2-3 inr. The patient was not on any heparin or direct thrombin inhibitors. She does not have any anti-phospholipid antibodies. There was no adverse event. The suspect device was requested to be returned and the replacement product was sent. The relevant retention test strips (lot 205403) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 230734-80). There were no error messages that occurred. The retention samples were acceptable. The retention material performed as specified.